Event description:
Caller reported a cartridge alarm 30 occurring during pumping. Blood glucose level was not adversely affected, staying below 500 mg/dl. Caller changed the cartridge, following proper loading techniques with guidance from technical support, and no previous similar alarms were reported with this pump serial number.